Event description:
It was reported that during a right colectomy procedure, the surgeon was using the device with a blue load to make his side to side anastomosis. When the device was fired, the tissue fell out, bunched up and lip formed with a diamond shaped otomy. After the firing, the surgeon realized that there was not enough lumen to create his anastomosis. The surgeon used two different devices to recreate his anastomosis. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.